Manufacturer narrative:
The complaint device remains under the custody of the hospital's risk management department. To date, despite multiple requests, the device has not been returned to edwards lifesciences for evaluation. A photograph of the delivery system after use and intra-procedural cine images were provided by the facility for internal review. The cine images show valve was partially expanded prior to the balloon leakage. Based on the photographs received, engineering was able to confirm the complaint. The imagery shows the balloon ruptured during deployment and valve was partially expanded. However, due to the unavailability of the device, it cannot be determined if a manufacturing nonconformance has contributed to the reported event. A device history record (DHR) review did not reveal any manufacturing issues that could have contributed to the reported event. A review of lot history revealed no other complaints for balloon leakage. Review of the manufacturing procedures supports that it is unlikely that the delivery system left the manufacturing site with the reported damage on the balloon as the devices are 100% leak tested, and visually inspected. While the complaint is related to balloon leakage, not a balloon burst, a detailed root cause analysis relating to balloon damage while deploying into a calcified annulus has been summarized in a technical summary written by edwards lifesciences. Per report, the patient had mild native annular calcification, and had moderate calcification in native leaflets. It was also reported that ¿the physician perceived that the root cause was due to calcium¿. The technical summary provides a rationale as to why it is unlikely that a product defect contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to open cell impingement and stress concentration against calcium nodules. The document also outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every lot manufactured). The engineering evaluation completed for this complaint is in agreement with the assessment documented in the technical summary. As the delivery system was able to be de-aired during device preparation with no note of balloon leakage, it is likely that the damage to the balloon occurred during the procedure. As mentioned above, the patient had mild native annular calcification and had moderate calcification in the native leaflets. It is possible that the structure of the balloon wall was punctured by the calcification during the advancement or inflation of the balloon, resulting in balloon leakage during inflation that led to partially deployed valve, as described in the report of the event. As such, the root cause for this complaint may likely be attributed to patient factors (calcification). In this case, engineering was able to confirm the complaint of balloon leakage based on the photograph received, but no manufacturing nonconformance was identified during the evaluation. The labeling, IFU/training materials were reviewed and no inadequacies were identified. Review of complaint history revealed that the occurrence rates for the trend category of ¿leakage¿ did not exceed the (B)(6) 2017 control limits. Therefore, no corrective or preventative actions are required.

Manufacturer narrative:
(B)(6) registry. (B)(4). Investigation of this event is ongoing.

Event description:
During a transfemoral tavr procedure for a 29mm sapien 3 valve, the delivery system balloon ruptured and the partially expanded valve was surgically removed from the patient. Bav was performed uneventfully. The commander delivery system was prepped with nominal volume. The 29mm s3 valve was inserted into the patient without issues. During deployment, the balloon only went up half way before it ruptured, so the valve was only half way deployed. At that point, the delivery system and valve were pulled back down into the mid-thoracic area of the descending aorta down to the level of the esheath. The delivery system was pulled back into the esheath, but the partially expanded valve was left in the aorta. The delivery system was removed, while the esheath remained in place. A 22 z-med balloon was then inserted and they tried to expand the valve to leave it in the descending aorta. But the patient was on pump at this time, which was causing the valve to move up and down. It was decided to implant a palmaz stent to anchor the valve in place. But the palmaz stent did not deploy correctly. When the balloon was going up, the back end of the balloon started inflating first, causing the palmaz stent to move up on the balloon and only the back end of the stent was expanded. It was decided to remove both the devices. The physician advanced the s3 valve and the palmaz stent with the z-med balloon up to the aortic arch for the surgeon to remove the devices. A surgical valve was implanted. Per the latest report, the patient was still intubated and was hypotensive. The delivery system balloon was inspected on the table and a ¿hole¿ (slightly larger than a pinhole) was found on the balloon. The hole was between the balloon shoulder and the pusher. Nothing out of the ordinary had been observed when prepping the device. The physician perceived that the root cause was due to the annular calcification.

Manufacturer narrative:
The related user facility report number for this case is mw5072777. Additional information was received, the patient was never discharged after the procedure and eventually passed away. The exact date and cause of death are not available.